Event description:
Healthcare professional reported "was damaged". Device was not implanted.

Manufacturer narrative:
A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: N/A (device was found damaged, not implanted).